Event description:
Additional information received indicated that the previous pre-existing heart valve was a non-medtronic valve. Approximately 2 weeks following the medtronic transcatheter valve implant dizziness, swelling, and difficulty in breathing developed associated with the symptomatic bradycardia and hospitalization. The primary indication for the permanent pacemaker was the left bundle branch block (lbbb) and atrial fibrillation. The patient was discharged 5 days following admission. The symptoms resolved at the time of discharge.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following a valve-in-valve procedure with the transcatheter aortic valve evfxplus-23 within an unspecified pre-existing valve, new atrial fibrillation with left bundle branch block was identified on electrocardiogram. Cardiac monitoring was performed using a zio patch. Approximately two weeks later, the patient presented with symptomatic bradycardia, with a heart rate in the 30s and systolic blood pressure in the 70s, resulting in hospitalization for evaluation and management. Treatment included unspecified intravenous medications. Subsequently, a permanent pacemaker was implanted three days after presentation.